Manufacturer narrative:
One device sample was received in used condition, in a plastic bag. During visual inspection no visual defects were detected, the cuff inflates properly. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system, the sample works as expected. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Event description:
It was reported that the patient felt uncomfortable after the tracheostomy tube had been placed for 3 days. Unusual gradual cuff deflation was found upon removal of the tube. An asymmetric cuff was also observed when inflated. This problem was solved by replacing with a new one. This event occurred in the patient home and while in use of patient. There was a patient involvement and no patient harm/adverse event reported. It was reported that no further information is available.

Manufacturer narrative:
E1 additional contact: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.